Event description:
An investigation report from an implant retrieval center was received and reported that during examination, the rod would not distract and force testing was unable to be performed. Device x-rays taken during evaluation revealed metallic debris around the pin area. Additionally, it was noted during surface damage grading that there was galling and corrosion. Upon disassembly of the rod a fractured locking pin was found. The reason for removal is unknown and there is insufficient information to know if there was no adverse patient or user impact associated with this report. No additional information is available. Report 2 of 2.

Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by london implant retrieval centre (lirc). The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.